Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. An arteriotomy locator and hemostatic sheath associated with an angioseal vip device were returned for evaluation. The header bag was the only additional component that was returned. The returned device was subjected to visual analysis where the hemostatic sheath was found mated with the arteriotomy locator. There was blood like substance present on the hemostatic sheath. At the distal end of the hemostatic sheath, there was a small crack present that extended 0.125" from the distal tip. The crack was propagated through the monofold in a linear fashion. Under microscopy, the edges of the crack appeared smooth. The complaint could be confirmed for a crack in the hemostatic sheath. The edges of the crack appeared smooth. At this time, no definitive conclusion can be drawn as to the cause of the crack that was observed. Exposing the hemostatic sheath to sharp edges has been known to cause cracks similar to the crack observed in the returned device. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
The actual device has been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination.

Event description:
The user facility reported that during unpacking, a small tear in the white 'sheath' of the angio-seal 8f was discovered pre-treatment. There was no patient involvement.